Event description:
It was reported that during a stenting treatment procedure, stent deployment issues occurred. Vascular access was obtained via the left hepatic duct. The target lesion was located in the moderately tortuous common bile duct. The lesion was not pre-dilated. An epic stent and a non-bsc stent were placed in the bile duct. The physician then placed this 10x80x75 epic vascular stent in the hepatic portal region. The stent was not post-dilated. Post deployment, the physician noted the stent measured to be only 5cm. A 10x60mm epic stent was placed to cover the remaining lesion. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned without the stent implant. The area in which the stent is housed inside the delivery system (between tip and bumper) was measured, the distance from tip to bumper meets specification for an 80mm length stent. No issues with the device were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. With no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty, the reported event was not confirmed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deployment issues occurred. Vascular access was obtained via the left hepatic duct. The target lesion was located in the moderately tortuous common bile duct. The lesion was not pre-dilated. An epic stent and a non-bsc stent were placed in the bile duct. The physician then placed this 10x80x75 epic vascular stent in the hepatic portal region. The stent was not post-dilated. Post deployment, the physician noted the stent measured to be only 5cm. A 10x60mm epic stent was placed to cover the remaining lesion. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.